Event description:
According to the reporter: a thin plastic piece from possibly the access port fell off into the pt and was retrieved. A new instrument was used to complete the procedure. No pt injury was reported.